Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse found the video processor is still not detected on the system after power up. The fse replaced the video processor (vp) to resolve the issues. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the vp detection issue. The vp was installed and tested on the pca test system. The system started up without any error. All the vp nodes are present. The system passed with good image after fifty power cycles. The vp remained on the test system for four hours in normal operation with no error. No image or video clip for the reported event was submitted to isi for review. A procedure log review confirmed that the inguinal hernia surgical procedure was performed on (B)(6)2022 via system sl0125. This complaint is reportable due to the following: the customer was not able to resolve the reported issue at the time of the event and the video processor was unavailable to the surgeon. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the video processor (vp) was not working. The customer inspected and reseated the grey cable connected to the vision processor and the core. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and advised the customer to perform a hard reboot, but the error message persisted. The issue still occurred after moving the grey cable to a different port on the core. The customer confirmed that the led indicator for the vp was off and then proceeded to disconnect the call. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.